Event description:
The patient&#38112;neurologist provided information that the apnea was not related to vns. The patient had no history of apnea. The device was programmed off and then programmed back on 2 weeks later without adverse effects.

Event description:
It was reported that during generator and lead replacement surgery (MFR. Report # 1644487-2015-05096), the patient stopped breathing during diagnostics with the new generator and lead. Device diagnostics were run again and the patient stopped breathing again for the duration of the diagnostic test. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
(B)(4). Suspect device UDI: the initial report inadvertently did not include the UDI.